Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the shunt was caused by calcium during pre-dilatation with bav balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during bav the patient experienced chest pain. When the patient was hemodynamically stable, a 29mm sapien 3 valve was implanted in the aortic position and the procedure was completed successfully. One day post procedure, echocardiography showed a left-right shunt. The shunt was near the membranous septum, between the aorta and right ventricle. The shunt was confirmed by the tac post procedure. The shunt was attempted to be closed with a dedicated device, but this action did not have a good result. The patient was taken to cardiac surgery. During cardiac surgery the shunt was closed, the sapien 3 valve was explanted and a surgical valve was implanted. At last report the patient was doing well. The shunt was considered to be caused by calcium during pre-dilatation with the bav balloon.